Event description:
Patient with heartware left ventricular assist device (lvad) for 11 months presents with hemolysis, alteration in device performance, and suspicion for vad thrombus requiring heartware lvad exchange. Operating room findings revealed apical muscle and tissue obstructing the outflow. Hemolysis resolved after vad exchange.